Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect or physical sample could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material#: unknown, batch#: unknown. It was reported that the bd syringe stopper was defective / damaged. The following information was provided by the initial reporter: rcc received a complaint via email. 1 syr had an issue with one of the plunger grippers not closing.